Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure and before surgical port placement, the customer reported error 1162 during setup. Multiple system restarts and a patient side cart (psc) emergency power off (epo) were attempted, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) discussed the possibility of using a 3-arm configuration, but the caller confirmed that 4 arms were required. The tse noted the site had multi da vinci install base and suggested swapping the psc, but all other systems also required 4 arms for their upcoming procedures. Later, the customer called back to report that the error had cleared on universal surgical manipulator (usm) arm 4. However, the tse advised that there was no guarantee the issue would not reoccur clinically. The procedure was aborted, with no patient involvement reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.